Event description:
The patient reported that the infusion device beeps and shuts down then restarts by itself and an e2 (battery depleted) error is received. The patient stated that no a2 (low battery) alarm is received. The patient stated that this issue has been ongoing for one year and occurs every few weeks. No physiological effects were reported. No further information is available. The infusion device was requested to be returned for evaluation.